Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2017 with the following findings: review of the black box data revealed records of motor error call service alarms (064). On investigation, the pump powered on normally. Rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours without any errors, alarms or warnings. The call service alarm allegation was not duplicated during the investigation. Unrelated to the original complaint, significant moisture ingress occurred during leak testing due to moisture leakage around the display lens. Moisture ingress was noted specifically around the motor connector. (B)(4).